Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that the patient alleged that they last communicated with the ins nine days ago but the ins was currently in overdischarge. The manufacturing representative reported that they had completed 4 physician mode recharger (prm)s but the ins was still not going to normal charging. The manufacturing representative tried another insr but the issue persisted. The insr dates of last charging were all noted to be in the year 2000. Technical services noted that it appeared that the patient¿s ins has had a power on reset (por) in the past and at the time was never updated so it was unclear when the patient¿s ins went into overdischarge. The patient was in a great amount of pain from being in the same position for 4 hours. The manufacturing representative just started the 5th prm. Additional information received from the "manufacturing" representative reported that the patient did not finish the fifth round due to pain. An x-ray was ordered for the patient to confirm any potential implantable neurostimulator (ins) flip.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that their implantable neurostimulator (ins) ¿died after not charging it for two weeks.¿ it was stated that the ins was in an ¿overdischarged state.¿ the patient was advised to return to their clinic for a physician charge; the issue remained unresolved at the time of report. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. No complications were reported or anticipated. Additional information received from the healthcare professional reported that the patient was trying for a fifth time to recharge and it would not work. The patient would need an implant replacement. The patient was on discharge for the second time. He was at home sitting on the couch and felt a jolt of pain and the device shut off on its own. The patient was unable to charge the device.